Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, when activating the stapler with purple load on the lung tissue, the device offered resistance, breaking the trigger triggering the stapling. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.